Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2007. It was reported that the pt does not have stimulation and that the charging system would not communicate with the ipg. A new charging system was sent to the pt. No add'l info is available at this time.